Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during an unknown phase of pd treatment. The patient reported receiving an m83 pump a vs. B volume error alarm occurred in fill 3 of 4. Treatment was cancelled and the cycler was rebooted. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during an unknown phase of pd treatment. The patient reported receiving an m83 pump a vs. B volume error alarm occurred in fill 3 of 4. Treatment was cancelled and the cycler was rebooted. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Additional information: d.9, h.3 plant investigation: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler exterior showed sign of physical damage. The front panel bezel is cracked. Although there was evidence of visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. No burrs or sharp edges were found in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A three hour accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor verification test. An internal visual inspection identified evidence of dried fluid between of the pump assembly and display assembly and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. There was visual evidence of a clog in hp2 filter. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during an unknown phase of pd treatment. The patient reported receiving an m83 pump a vs. B volume error alarm occurred in fill 3 of 4. Treatment was cancelled and the cycler was rebooted. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested however to date has not been provided.